Event description:
Physician was using a gel mark ultra during a stereotactic biopsy on a superficial lesion. She experienced some difficulty when removing the gel mark ultra applicator from the mammotome biopsy probe. When she pulled the applicator out, she noticed that the tip was sheared off. There was no patient adverse effect.